Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had to have the devices removed because she was needed to get MRI's done.

Manufacturer narrative:
Concomitant products: product ID 37711, serial# (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 377845, lot# v011885, implanted: (B)(6) 2007, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 377645, lot# v013484, implanted: (B)(6) 2007, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).